Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The manufacturer has received the sample and it will be evaluated. A supplemental will be submitted with evaluation results.

Event description:
It was reported by the customer, patient's port-a-cath had been accessed, when flushing noted to be leaking on the port hub the white cap. Pac flushed, heparinized, and de-accessed. Cvad nurse notified of incident.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The complaint of a leaking infusion set is confirmed; however, the exact cause is unknown. The product returned for evaluation was one 22g safestep infusion set w/ y-site. The unit was functionally tested by flushing the infusion set with water using a 12 ml luer lok syringe. During testing, a bead of liquid was observed to form on the top of the y-site valve. A microscopic observation revealed no damage to the y-site or its valve. The product IFU states: "needleless y-injection site valve may leak slightly at certain pressures resulting in a small bead of fluid on the valve." This complaint will be recorded for future trending and monitoring purposes.